Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunctions. The fse replaced the solenoid driver board (0670-00-0639e). The fse ran the functional tests. All tests passed. The iabp was handed over to the customer in working condition and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is alerting electrical test fail code #58 and autofill failure intermittently. There was no patient harm reported.